Event description:
Upon transferring pt. To stretcher, noticed bilateral upper thighs and ankles have small pin point red circular areas in straight lines along legs. Lower body warm touch blanket on pt.